Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed to detect an upstream occlusion. The infusion was programmed at a rate of 80ml/h. The reporter pinched the tubing for 3 minutes but an upstream occlusion alarm did not occur. The blue slide clamp was closed but no alarm sounded after 30 minutes. The volume to be infused was decreasing but no drops were flowing in the drip chamber. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.